Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant that the pacing lead could not be fixed due to the anatomy of the patient. When the position could not be fixed, high thresholds would appear again. The lead was explanted and replaced. No patient complications have been reported as a result of this event.